Event description:
It was reported that the pump touch screen was unresponsive. Additionally, an unexpected reset occurred. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting with technical support, the pump was reset to resolve the touch screen issue and the customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.